Event description:
During routine follow-up, the reports retrieved from the device showed a high voltage shock into a low impedance in july 1999, and a prolonged capacitor maintenance charge time. In august 1999 a capacitor maintenance that occurred during that same month again showed a prolonged charge time. The st. Jude rep initiated a capacitor maintenance twice, both time reporting that the device could not be heard charging and that the residual voltage displayed immediately after initiating the capacitor maintenance was 0 volts. The decision was made to explant the device.